Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing from undersensing of r-wave amplitude. The shock induced the patient into ventricular fibrillation (vf) and the patient received another shock to convert the arrhythmia. However the shock took 57 seconds before delivery. Boston scientific technical services (ts) was consulted to discuss the reason for delay of therapy and the patient was hospitalized for monitoring. Ts reviewed and found that there was noise detected before the charge began. Ts discussed that when noise is present before the charge it is affects the redetection rules. Therefore, the charge took longer to start. Once charge began for the second shock was delivered within nine and a half seconds. It was further noted that the patient had received a previous inappropriate shock eight months earlier due to t-wave oversensing after the patient forgot to take their beta blocker intake, thus creating double counting with morphology changes. At that time the sensing vector was reprogrammed. Due to two inappropriate shocks, the physician elected to explant the s-ICD system and implant the patient with a transvenous implantable cardioverter defibrillator (ICD) system.

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing from undersensing of r-wave amplitude. The shock induced the patient into ventricular fibrillation (vf) and the patient received another shock to convert the arrhythmia. However the shock took 57 seconds before delivery. Boston scientific technical services (ts) was consulted to discuss the reason for delay of therapy and the patient was hospitalized for monitoring. Ts reviewed and found that there was noise detected before the charge began. Ts discussed that when noise is present before the charge it is affects the redetection rules. Therefore, the charge took longer to start. Once charge began for the second shock was delivered within nine and a half seconds. It was further noted that the patient had received a previous inappropriate shock eight months earlier due to t-wave oversensing after the patient forgot to take their beta blocker intake, thus creating double counting with morphology changes. At that time the sensing vector was reprogrammed. Due to two inappropriate shocks, the physician elected to explant the s-ICD system and implant the patient with a transvenous implantable cardioverter defibrillator (ICD) system. It was noted that the device is not expected to be returned, as the facility maintained the device.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.